Manufacturer narrative:
Investigation: during DHR review no quality notifications related to the provided batch number were observed. The sample was returned. The sample was analyzed and it was possible to observe a failed stem in the region of engagement that caused the separation of the plunger. The incident is related to the low temperature of the resin caused by the burning of the resistance in the affected cavity. The low temperature of the resin caused a lack of filling of the cavitythat generated the failed rod. Corrective maintenance was performed under pm (B)(4).

Event description:
It was reported that bd¿ syringe plastipak 20ml s/su rubber stopper detaches from the plunger. No serious injury or medical intervention was reported. Verbatim: "when using the syringe, it was noticed that the rubber stopper detaches itself from the plunger of the syringe while making the suction movement."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe plastipak 20ml s/su rubber stopper detaches from the plunger. No serious injury or medical intervention was reported. Verbatim: "when using the syringe, it was noticed that the rubber stopper detaches itself from the plunger of the syringe while making the suction movement."